Manufacturer narrative:
New pump software was installed. Reference recall number z-1870-2011.

Event description:
Investigation found that pump had experienced the error code 45 in pump's history log. Event dates are (B)(6) 2007, (B)(6) 2008, (B)(6) 2009, (B)(6) 2011.